Event description:
It was reported by the customer that a pyxis medstation es system had cubie pocket failure. The customer stated that the pocket failed to open. The user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer cancelled the work order and stated that it was cancelled as per customer. No resolution was provided by both the field service engineer and the customer about the resolved issue. The system functioned as intended after the field service engineer troubleshooted the device.